Event description:
It was reported that the patient's pump was no longer working consistently. The patient stated, "it would stop working sometimes". No troubleshooting was done. The pump was replaced due to the age of the pump. The patient recovered without sequela. The pump was use to deliver dilaudid.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.